Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose in (B)(6) 2018 with blood glucose of over 600 mg/dl. The customer was reporting that insulin pump received no delivery alarm and also reported that the customer was hospitalized due to diabetic coma. The customer experienced symptoms such as passed out, woozy and unable to keep balance. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.